Event description:
It was reported that the right atrial (ra) lead had dislodged into the right ventricle (rv) postoperative. The lead was revised and attempted to be repositioned but the physician felt that multiple screw and unscrewing of the helix may have yielded tissue obstructing the helix. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.